Event description:
It was reported that during a left thyroidectomy procedure, the cuff on the emg tube deflated. The patient was re-intubated and the procedure was completed without harm to the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned and evaluated by the quality engineering team. Received one sample with original opened box and label on the box identifying part as #8229506 nim contact emg endotracheal tube from lot number 65212800. Visual examination found the device showed customer use as there was obvious presence of residue at the cuff assembly. It was noted that the device expiration date is dec-07-2013. Analysis results: (microscope - zeiss stemi 2000c between 0,65 to 5,0 magnification settings); observations: a cuff water test was performed as per xpi-s 8229505 emg et tube reinforced, single channel rev ac, section 9.10: ¿inflate cuff with a minimum of 20 cc of air using syringe. Submerge inflated cuff in clean, deionized water. Air bubbles shall not leak from any area of the unit. Visual, functional, 100%.¿ the cuff was inflated and submerged, but no bubbles were visible at the cuff indicating that there was no leakage on the cuff assembly. However, bubbles were visible at the inflation lumen assembly. Under magnification, the inflation lumen was found to have a minute puncture which caused the cuff to deflate. The puncture on the inflation lumen appears to be most likely related with customer handling of the device during use (likely the lumen came in contact with another sharp object during customer handling). The reported complaint ¿cuff deflation issue¿ was confirmed through analysis. The most likely underlying cause is consistent with mishandling of the device. Method ¿ microscopic inspection.